Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the cause was an out of specification upstream pusher component. The reported condition was verified. The device was found out of specification in relation to the customer reported 'failed upstream occlusion test, did not detect the occlusion' which was reproduced during service. The upstream pusher was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed upstream occlusion test, did not detect the occlusion. The event happened during the preventive maintenance at the biomed service department. There was no patient involvement. No additional information is available.